Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4)

Event description:
This procedure is part of the (B)(6) study: the core lab identified a type I stent fracture in an area of prior deformation. The fracture was found in subject's 2 year visit x-ray that occurred on (B)(6) 2015 and was fully analyzed by core lab on (B)(6) 2015. The index procedure date is (B)(6) 2013

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.